Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited inappropriate histogram data. After calibration, current drain measurements of 37ua and 38ua were noted. The device was subsequently replaced.